Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer went to the emergency room where bg was treated with unspecified fluid drops. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.